Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose levels and insulin pump shutting off without warning. Customer's parent took their daughter to the emergency room as the insulin pump would not turn on after changing the battery. Blood glucose level at the time of the incident was 330 mg/dl. During troubleshooting, the battery cap was found corroded. The insulin pump was not replaced or returned for analysis. Customer was advised a replacement battery cap will be sent out.

Event description:
Event date has been changed to (B)(6) 2017.